Event description:
A patient was receiving a pca (patient controlled anesthesia) therapy with hydromorphone (55 mg/mm ml syringe) and was found to have medication missing from syringe far in excess of administered dose (per pump). Upon investigation the most likely reason for the missing medication was diversion by the patient. It was found that the lock on the pca syringe module is easily overcome by manipulation with tools other than the key.